Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric, 90% stenosed lesion in the proximal left anterior descending (lad) coronary artery. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) was being used for pre-dilatation; however, the balloon ruptured during the first inflation at 12 atmospheres (atm) for 20 seconds. The bdc was removed and pre-dilatation was successfully completed with another 2.5x15 mm nc trek. After pre-dilatation, the 3.0x18 mm xience xpedition stent delivery system (sds) was advanced; however, the sds failed to cross the lesion and the shaft became kinked due to the patient's anatomy. The sds was removed and the procedure was completed successfully with another 3.0x18 xience xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. The physician stated that both of the reported issues were not related to product quality. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.